Event description:
During a coronary artry bypass procedure, three hearstring seals did not deploy out of the delivery tube into the aorta. Replacement was used to complete the procedure. No pt complications were reported by the hosp.